Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient who had essure (batch no. A14898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, chlamydial infection, menses irregular, anogenital warts, dysuria, multigravida, parity 4, incontinence, amenorrhea, d & c in 2005, gallbladder removal in 2006, bunionectomy, post coital bleeding, urinary frequency, stress incontinence, vaginal delivery (4), testosterone low, uterine bleeding, adenomyosis and perineal pain. Previously administered products included for an unreported indication: loestrin and mirena. Concomitant products included hydroxyzine, intrauterine contraceptive device (paragard) and metronidazole. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced acne ("severe acne that was non- responsive to meds") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced cystitis ("reoccurring bladder infections"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"), 1 year 8 months after insertion of essure. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced depression ("depressed") and mood altered ("moody"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), arthralgia ("hip pain"), abdominal pain ("abdominal pain") and rash ("face rash"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cystitis, acne, bladder disorder, urinary tract disorder, migraine, fatigue, alopecia, vulvovaginal pain and abdominal pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, dysmenorrhoea, dyspareunia, arthralgia and rash had resolved and the depression and mood altered was resolving. The reporter considered abdominal pain, acne, alopecia, arthralgia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: left coils'" 3, right coils'" 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test - on (B)(6) 2013: negative; on (B)(6) 2013: negative. Lot number: a14898 manufacturing date: 2012/05 expiration date: 2015/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality-safety evaluation of ptc. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient who had essure (batch no. A14898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, chlamydial infection, menses irregular, anogenital warts, dysuria, multigravida, parity 4, incontinence, amenorrhea, d & c in 2005, gallbladder removal in 2006, bunionectomy, post coital bleeding, urinary frequency, stress incontinence, vaginal delivery (4), testosterone low, uterine bleeding, adenomyosis and perineal pain. Previously administered products included for an unreported indication: loestrin and mirena. Concomitant products included hydroxyzine, intrauterine contraceptive device (paragard) and metronidazole. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced acne ("severe acne that was non- responsive to meds") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced cystitis ("reoccurring bladder infections"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"), 1 year 8 months after insertion of essure. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced depression ("depressed") and mood altered ("moody"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), arthralgia ("hip pain"), abdominal pain ("abdominal pain") and rash ("face rash"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cystitis, acne, bladder disorder, urinary tract disorder, migraine, fatigue, alopecia, vulvovaginal pain and abdominal pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, dysmenorrhoea, dyspareunia, arthralgia and rash had resolved and the depression and mood altered was resolving. The reporter considered abdominal pain, acne, alopecia, arthralgia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: left coils'" 3, right coils'" 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test - on (B)(6) 2013: negative; on (B)(6) 2013: negative. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and medical record received : events- "depressed, moody, abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), reoccurring bladder infections, apareunia (inability to have sexual intercourse), severe acne that was non- responsive to meds, bladder problems, urinary problems, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, vaginal pain, hip pain, abdominal pain, face rash", lot number, concomitant drug, medical history, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.